Manufacturer narrative:
Compromised force sensor system alarmed during the basic occlusion test due to protruded/loose drive support disk. The pump was received with cracked battery tube threads, broken reservoir tube lip, belt clip slot, and minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 5.0 mmol/l. The customer stated that she is stuck in the "hold act to fill tubing" screen. The customer stated that she filled the tubing, there are drops, but it will not advance. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.